Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device stopped delivering energy. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone cold jaw boot was burnt and had an impression from the cutter wire on the tri-heater assembly. The resistance measurement test was conducted and the result suggests that the micro switch is stuck in the open position. Further investigation discovered that upon power switch activation on the power supply, the device immediately self activated without the toggle switch on hemopro handle being activated. The complaint is confirmed for device overheated and not for device stopped delivering energy as reported. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).